Event description:
It was reported to medtronic neurosurgery that the strata valve, small, did not meet the product specifications during pre-operative testing.

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.